Event description:
Blood glucose results of "234mg/dl, and 175 mg/dl" with a lifescan meter , performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.